Manufacturer narrative:
Expiration date-28-feb-2025. Lens work order search - no similar complaint event(s) within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -10.0/2.0/089 (sphere/cylinder/axis) lens tear/break during loading after opening vial on (B)(6) 2022. The lens was not implanted into the patients left eye (os); therefore the problem was not resolved. Cause reported as unknown.

Manufacturer narrative:
Device evaluation: lens returned in a microcentrifuge vial. Visual inspection found haptic torn and residue on optic of lens. Claim# (B)(4).